Event description:
Two caregivers were transferring a patient from a tub to a chair. With the patient already seated, they had begun to remove the leg clips on the sling. At this point, they heard a crack and discovered that the left shoulder clip had broken; they also noticed that the sling may have been applied inside out.

Manufacturer narrative:
Conclusion: the failure that occurred was that one of the clips from the sling broke. Additional information will be provided upon conclusion of the manufacturer's investigation.